Event description:
The customer reported the sys displayed a "generator error". This error is likely to result in an uncommanded loss of system functionality and require a system rebooting an attempt to regain functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the sys and replaced the arc cable. The sys operates as intended.